Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("device breakage / fragments left after essure removal") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013 for birth control. In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), irritability ("irritability"), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), migraine ("severe and persistent migraines"), feeling abnormal ("brain fog"), amnesia ("memory loss"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypertension ("high blood pressure"), weight increased ("weight gain only in her stomach area"), allergy to metals ("metal allergy") with urticaria and rash generalised, menorrhagia ("menorrhagia"), pain ("physical pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood disorder ("blood disorder/condition"), cardiac disorder ("heart disorder/condition"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bacterial vaginosis ("bacterial vaginosis"), headache ("headaches"), gingival bleeding ("gums bleeding"), uterine pain ("severe and persistent uterine pain"), abdominal pain lower ("cramping") and abdominal pain ("severe and persistent abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy, oophorectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, allergy to metals, vaginal haemorrhage, menorrhagia, pain, female sexual dysfunction, blood disorder, cardiac disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, irritability, mood swings, night sweats, hot flush, bacterial vaginosis, headache, feeling abnormal, amnesia, anxiety, vaginal discharge, abdominal pain lower and abdominal pain outcome was unknown, the hypertension, weight increased and alopecia was resolving, the migraine and uterine pain had not resolved and the gingival bleeding had resolved. The reporter provided no causality assessment for allergy to metals, hypertension and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, bacterial vaginosis, blood disorder, cardiac disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, hormone level abnormal, hot flush, irritability, menorrhagia, migraine, mood swings, night sweats, pain, pelvic pain, tooth disorder, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2012: tubes were blocked current weight: (B)(6). Approximate weight at the time of essure placement: (B)(6). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), blood or heart disorder/condition, dental problems, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes, irritability, mood swings, night sweats, hot flashes, bacterial vaginosis, migraines / headaches, brain fog, memory loss, pain, anxiety, vaginal discharge, cramping, severe and persistent abdominal pain were added. Essure implantation and explantation date updated. Concomitant drug added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/severe and persistent pain"), device breakage ("device breakage / fragments left after essure removal") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, tonsillectomy, congenital scoliosis, d & c, nickel sensitivity, difficulty breathing and multigravida. *current weight:137. Approximate weight at the time of essure placement:140. Concurrent conditions included body mass index normal, allergic reaction to analgesics, allergic reaction to analgesics, hypertension, multiple allergies, wheezing, chest tightness, cough and scoliosis. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013 for birth control. In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), irritability ("irritability"), mood swings ("mood swings"), night sweats ("night sweats") and hot flush ("hot flashes") and was found to have hormone level abnormal ("hormonal changes"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain only in her stomach area") and experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("severe and persistent migraines"), headache ("headaches"), feeling abnormal ("brain fog"), amnesia ("memory loss"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced hypertension ("high blood pressure"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 9 months 1 day after insertion of essure. In (B)(6) 2014, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("metal allergy") with urticaria and rash generalised, pain ("physical pain"), blood disorder ("blood disorder/condition"), cardiac disorder ("heart disorder/condition"), gingival bleeding ("gums bleeding"), uterine pain ("severe and persistent uterine pain"), abdominal pain lower ("cramping") and abdominal pain ("severe and persistent abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and salpingectomy (bilateral removal of fallopian tubes), hysterectomy, oophorectomy/total abdominal hys). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, allergy to metals, vaginal haemorrhage, menorrhagia, pain, female sexual dysfunction, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, irritability, mood swings, night sweats, hot flush, bacterial vaginosis, headache, feeling abnormal, amnesia, anxiety, vaginal discharge, abdominal pain lower and abdominal pain outcome was unknown, the hypertension, weight increased, tooth disorder and alopecia was resolving, the migraine and uterine pain had not resolved and the gingival bleeding had resolved. The reporter provided no causality assessment for allergy to metals, hypertension and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, bacterial vaginosis, blood disorder, cardiac disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, hormone level abnormal, hot flush, irritability, menorrhagia, migraine, mood swings, night sweats, pain, pelvic pain, tooth disorder, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: coils on left 4 and coils on right 4. Cross referenced with plaintiff case number : (B)(4). A1212rox. (B)(6) 2014- total abdominal hysterectomy and removed 1 ovary. Discrepancy in date of insertion (B)(6) 2012 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion.; on (B)(6) 2012: results: tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs and mr received. Event outcome updated for: dental problems. Event clubbed: breaking out in rashes all over her body/allergic or hypersensitivity reaction- type: rash. Reporter information added. Suspect drug explant date updated. Event onset date were added. Lab data added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("device breakage / fragments left after essure removal") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy, tonsillectomy, congenital scoliosis and d & c. Concurrent conditions included body mass index normal, allergic reaction to analgesics and allergic reaction to analgesics. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2013 for birth control. In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), irritability ("irritability"), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), migraine ("severe and persistent migraines"), feeling abnormal ("brain fog"), amnesia ("memory loss"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypertension ("high blood pressure"), weight increased ("weight gain only in her stomach area"), allergy to metals ("metal allergy") with urticaria and rash generalised, menorrhagia ("menorrhagia"), pain ("physical pain"), female sexual dysfunction ("paramenia (inability to have sexual intercourse)"), blood disorder ("blood disorder/condition"), cardiac disorder ("heart disorder/condition"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bacterial vaginosis ("bacterial vaginosis"), headache ("headaches"), gingival bleeding ("gums bleeding"), uterine pain ("severe and persistent uterine pain"), abdominal pain lower ("cramping") and abdominal pain ("severe and persistent abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy, oophorectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, allergy to metals, vaginal haemorrhage, menorrhagia, pain, female sexual dysfunction, blood disorder, cardiac disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, irritability, mood swings, night sweats, hot flush, bacterial vaginosis, headache, feeling abnormal, amnesia, anxiety, vaginal discharge, abdominal pain lower and abdominal pain outcome was unknown, the hypertension, weight increased and alopecia was resolving, the migraine and uterine pain had not resolved and the gingival bleeding had resolved. The reporter provided no causality assessment for allergy to metals, hypertension and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, bacterial vaginosis, blood disorder, cardiac disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, hormone level abnormal, hot flush, irritability, menorrhagia, migraine, mood swings, night sweats, pain, pelvic pain, tooth disorder, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: coils on left 4 and coils on right 4. Cross referenced with plaintiff case number : 2017- 237710 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: tubes were blocked current weight:137 approximate weight at the time of essure placement:140 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("device breakage / fragments left after essure removal") and genital haemorrhage ("abnormal bleeding (general)") in a 37-year-old female patient who had essure (batch no. 948603) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included appendectomy, tonsillectomy, congenital scoliosis and d & c. Concurrent conditions included body mass index normal, allergic reaction to analgesics and allergic reaction to analgesics. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6)2013 for birth control. In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), hormone level abnormal ("hormonal changes"), irritability ("irritability"), mood swings ("mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), migraine ("severe and persistent migraines"), feeling abnormal ("brain fog"), amnesia ("memory loss"), anxiety ("anxiety") and vaginal discharge ("vaginal discharge"). On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypertension ("high blood pressure"), weight increased ("weight gain only in her stomach area"), allergy to metals ("metal allergy") with urticaria and rash generalised, menorrhagia ("menorrhagia"), pain ("physical pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), blood disorder ("blood disorder/condition"), cardiac disorder ("heart disorder/condition"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bacterial vaginosis ("bacterial vaginosis"), headache ("headaches"), gingival bleeding ("gums bleeding"), uterine pain ("severe and persistent uterine pain"), abdominal pain lower ("cramping") and abdominal pain ("severe and persistent abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy, oophorectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, allergy to metals, vaginal haemorrhage, menorrhagia, pain, female sexual dysfunction, blood disorder, cardiac disorder, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal, irritability, mood swings, night sweats, hot flush, bacterial vaginosis, headache, feeling abnormal, amnesia, anxiety, vaginal discharge, abdominal pain lower and abdominal pain outcome was unknown, the hypertension, weight increased and alopecia was resolving, the migraine and uterine pain had not resolved and the gingival bleeding had resolved. The reporter provided no causality assessment for allergy to metals, hypertension and weight increased with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, bacterial vaginosis, blood disorder, cardiac disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, gingival bleeding, headache, hormone level abnormal, hot flush, irritability, menorrhagia, migraine, mood swings, night sweats, pain, pelvic pain, tooth disorder, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: coils on left 4 and coils on right 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6)2012: tubes were blocked current weight:137 approximate weight at the time of essure placement:140 most recent follow-up information incorporated above includes: on (B)(6)2018:medical record was received- all relevant medical history, concurrent condition, concomitant medication, lot number were added. Case became medically confirmed incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.